Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down keypad buttons were under-responsive to user presses. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: the keypad cover was intact; all buttons were responsive during investigation. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation did not duplicate the complaint of under responsive up/down buttons. The keypad flex was found to be fully seated in the connector with the latch closed. No evidence of moisture found internally. Unrelated to the original complaint, the battery compartment was cracked at the case seal to the left of the bumper and below the bumper traveling toward the case seal.